Event description:
Possible defect - patient showing withdrawal symptoms from the pump deficiency. Pump was implanted approximately 4 years ago. Fluid in the pocket and tissue in pump end of catheter. Manufacturer response for synchromed ii and flash catheter, synchromed ii (per site reporter). Very helpful.